Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not hold the cartridge in place. Customer taped the cartridge in place and insulin delivery was resumed. Blood glucose was 240 mg/dl.